Event description:
Physician tried to use (2) 75 mm linear cutters for a colon resection and both apparently failed. He had to resect the colon again: the next stapler fired correctly and the patient did have a successful resection. The staff evidently did not keep the actual device.